Event description:
It was reported that, "patient had revision due to infection."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog number and lot code of the other device listed in this report: conical distal stem: cat #unk, lot #unk. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's infection.